Manufacturer narrative:
Updated fields - b4, d8, d9,g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was condensation in the pneumatic module. The fse replaced the pneumatic module assembly (0997-00-1178). The unit passed all functional and safety tests and was returned to customer

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check , discovered by customer , the cardiosave intra-aortic balloon pump (iabp) cath ruptured condensation in the line. There was no patient involvement reported.